Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device visual and microscopic evaluation revealed that the hub blocked with solidified contrast media probably due to procedural factors. During the functional testing, the patency mandrel was unable to be advanced due to the hardened contrast within the microcatheter. The balloon catheter was cut at the distal end in order to inflate the balloon. The balloon was inflated and reported leak was confirmed. Information from the complaint indicated that the device was in good condition prior to use and was prepared as per direction for use (dfu), and additionally, there were no issues during inflation and deflation of the balloon during preparation. It is most likely that the damage to the device occurred during the procedure. Therefore, an assignable cause procedural factors has been assigned to this investigation. However, stroke is a known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event

Event description:
During procedure the occlusion balloon was observed to be leaking and post procedure the patient was reported to experience small ipsilateral cerebral ischemia with aphasia and hand paresis. It was reported that post treatment the patient condition was slowly improving. The physician was unable to assess whether the patient¿s symptoms were associated to the leaking balloon.

Manufacturer narrative:
The subject device is not available.

Event description:
During procedure the occlusion balloon was observed to be leaking and post procedure the patient was reported to experience small ipsilateral cerebral ischemia with aphasia and hand paresis. It was reported that post treatment the patient condition was slowly improving. The physician was unable to assess whether the patient¿s symptoms were associated to the leaking balloon.

Manufacturer narrative:
Expiration date/manufacturing date: added. Product available to stryker/device evaluated by mfg: corrected. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device visual and microscopic evaluation revealed that the hub blocked with solidified contrast media probably due to procedural factors. During the functional testing, the patency mandrel was unable to be advanced due to the hardened contrast within the microcatheter. The balloon catheter was cut at the distal end in order to inflate the balloon. The balloon was inflated and reported leak was confirmed. Information from the complaint indicated that the device was in good condition prior to use and was prepared as per direction for use (dfu), and additionally, there were no issues during inflation and deflation of the balloon during preparation. It is most likely that the damage to the device occurred during the procedure. Therefore, an assignable cause procedural factors has been assigned to this investigation.

Event description:
During procedure the occlusion balloon was observed to be leaking and post procedure the patient was reported to experience small ipsilateral cerebral ischemia with aphasia and hand paresis. It was reported that post treatment the patient condition was slowly improving. The physician was unable to assess whether the patient¿s symptoms were associated to the leaking balloon.